Event description:
As reported by the user facility: customer states that, "the associate was picking up the needle to throw it away and was stuck in the finger. The guard did not fully cover. Incident date: (B)(6) 2012. No additional medical intervention was noted in this case.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4), and (B)(4) (the importer). (B)(4). Multiple attempts made to the reporting facility to obtain the sample and additional information were not successful. Without the actual sample or lot number, a thorough investigation could not be performed. All available information has been forwarded to the actual manufacturer. A follow up report will be filed if additional pertinent information becomes available. While no specific conclusions can be made regarding the cause of the event, the event description states that "the associate was picking up the needle to throw it away and was stuck in the finger". It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.